Event description:
The customer opened a new carton of test strips and found the cap already open on the bottle of strips. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.